Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the needle detached from the suture. The needle fell into the patient cavity but was retrieved.